Manufacturer narrative:
(B)(4) date sent: 12/12/2024 d4: batch # c9dl16. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "how was the device broken? Was the handle broken? Were the jaws damaged? Was the device difficult to fire? Difficult to open? Device fired any malformed clips? Does the device would not fire? If other please specify" investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned with no apparent damage. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the tip of the advancer was noted broken causing that the clip did not fully advance into the jaw. In order to evaluate the condition of the internal components the device was disassembled; upon disassemble six (6) clips were found inside clip track. The event reported was confirmed and it is related to improper use of the device. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, device broke when activated and had to be replaced. Procedure delayed 30 minutes. Procedure completed successfully. No patient consequences.